Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 250 mg/dl. After the alarm, the customer would resume insulin delivery to address the high bg level. The customer thought that the occlusions were possibly occurring when the was pump tucked into the body while sleeping. The customer indicated that the supplies on the pump were going to be changed.